Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked at the hub attachment to the IV tubing. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "this last week we had a bad lot of the 20ga angiocath the angiocaths that I pulled from stock are not sharp, it is hard to stick the needle through the skin of the patient and they are leaking at the hub attachment to the IV tubing despite tightening them down. Multiple nurses have said this is the problem with these catheters."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked at the hub attachment to the IV tubing. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "this last week we had a bad lot of the 20ga angiocath the angiocaths that I pulled from stock are not sharp, it is hard to stick the needle through the skin of the patient and they are leaking at the hub attachment to the IV tubing despite tightening them down. Multiple nurses have said this is the problem with these catheters."